Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the generator noted an instrument error code. The device was disposed of and the surgery completed. During post-op cleaning, the tip of the blade broke off. There was no patient consequence.